Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent surgery with traditional suburethral sling using mesh, vaginoplasty with relaxing incisions, and perineoplasty with cystoscopy on (B)(6) 2005 due to persistant sui and vaginal stenosis. Patient also underwent surgery of a posterior colopexy, cystocele and enterocele repair, and tegress urethral implants, .07cc on each side on (B)(6) 2006 due to dyspareunia, vaginal bulge, and sui.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria and hematuria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent a&p repair, cystoscopy and abdominoplasty due to cystocele, rectocele, abdominal laxity and lipodystrophy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.